Event description:
During pt treatment with the model 3100a, the displayed mean airway pressure (map) began rising until it reached 50 cmh2o causing the oscillator to stop and the 3100a to alarm. The pt was placed on another 3100a without compromise.